Event description:
Additional information/clarification has been received indicating that the device turns off without identifying failure. Unable to restart the system. The procedure was suspended leaving the process halfway complete. Some of the vitrectomy had been performed and the dye that we could remove with passive aspiration had been introduced. The procedure was completed on another day without incident. This is 1 of 3 reports being filed from this facility.

Manufacturer narrative:
Additional information has been provided in b.5 and b.7. The manufacturer internal reference number is: 2019-57371.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was a device failure once the vitrectomy started. The device switched off after removal of the vitreous. The procedure was stopped and completed on another day without incident.

Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and replicated the reported event. The host module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host module. The manufacturer internal reference number is: (B)(4).